Event description:
Caller reported a dark pump screen that would not turn on. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternative method of insulin therapy.